Manufacturer narrative:
The hill-rom technical support found the coiled cable needed to be replaced and the part number was given. Per the hill-rom user manual, the versacare® bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for the joint commission ((B)(4)). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the left coiled cable was missing an exposing bare metal wiring and when the bed was moved ,sparks emit from the left coiled cable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).